Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an infusor pump with "not advancing the fluid". This event occurred during programming/setup in the ob department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: in the initial medwatch reported this was an infuso.r pump. However, this device is an ipump. Device evaluation: service did not confirm the customer reported condition of "not advancing the fluid" during sample evaluation. There was no objective evidence in the complaint file to confirm the issue. Therefore, quality engineering determined that the reported condition and its cause are not confirmed. The device was sent for destruction. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review revealed that this device was previously serviced for the reported condition.